Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the heartstart mrx defibrillator showed a "defective ECG" message when the customer connected the leads. There was no negative patient impact.